Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007, etlw1616c156e stent graft, implanted: (B)(6) 2020, etlw1613c93e stent graft, implanted: (B)(6) 2020, etbf2813c145e stent graft, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is suspected of receiving an inappropriate shock from their implantable cardioverter defibrillator ( ICD). The device detected fast ventricular tachycardia (fvt) but it was suspected that the rhythm was atrial fibrillation (af). It was also noted that the right atrial (ra) lead was undersensing and had high thresholds. The device and lead remain in use. No further patient complications have been reported as a result of this event.